Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that cardiac tamponade had occurred, and the procedure was cancelled. During the atrial fibrillation ablation procedure to treat sinusal nrg transseptal needle was selected for use. It has been mentioned that during the transseptal access, there was a tamponade during the placement of the needle. It was attempted to stop the hemorrhage. The patient is expected to be fully recovered. No further details were provided. The product is not expected to be returned as lost.